Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the continuous glucose monitor (cgm) low blood glucose (bg) alert would not declare. Customer alleged the alert would only vibrate. Customer's bg was in the low 70 mg/dl range. Reportedly, customer continued to use the pump for insulin therapy.